Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a posterior correction fusion surgery at t10-s2ai levels, for the treatment of spinal canal stenosis. During surgery, when the surgeon tried to break off a set screw for final tightening using a break off driver after he picked up mas 8.5-70 which was inserted at left of s2ai using a lateral connector, but he could not break off the set screw. And burrs occurred because the set screw kept turning. The surgeon changed the set screw to new one but the same thing happened in the try. The surgeon stopped the tightening before a set screw is spun and the surgery was finished without break off. No patient complications were reported.

Manufacturer narrative:
Product analysis :visual and microscopic examination of the break-off set screws identified localized thread damage consistent with overloading the set screw during attempted construct assembly. The nature of overload condition suggests the rod may not have been fully seated in the mas saddle, thus placing rod reduction load onto set screw threads during attempted assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.